Event description:
Patient reported experiencing elevated blood glucose of >500 mg/dl. His normal range is 150-200 mg/dl. Patient stated that he felt symptoms of extreme thirst and frequent urination. He indicated that the administered a bolus to address the elevated blood glucose issue. Patient reported that upon removal, he observed the cannula being slightly bent and kinked. He stated that the following day, he ws unable to get the infusion device to prime. Patient indicated that the device appeared to be in the "prime" mode, but would not display the insulin counter. He indicated that he observed the power pack symbol in the lower left sid rather than the right side of the display screen. Patient installed a new power pack inot the infusion device and the device appeared to function properly. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.